Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found on save to disk. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had persistent atrial arrhythmia with undersensing. Reprogramming is planned for the right atrial (ra) lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.